Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred during bolus deliveries. The customer's blood glucose (bg) levels ranged in the 200's mg/dl and a correction bolus via the pump was delivered to address the bg level. It was found that the customer had been performing the incorrect cartridge air removal process. The customer loaded a new cartridge, using the correct air removal process, and the pump performed as intended. Reportedly, the pump is worn against the customer's skin. Tandem technical support shipped the customer a case for the pump to prevent temperature changes. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.